Event description:
Add'l info received from MFR 5/16/2003: the device was not returned to MFR for evaluation/laboratory testing.

Event description:
Reporter had composix implanted in 2002. Rptr states they had problems immediately requiring surgery 7/02, 9/02 and 11/02 at which time the device burst. Required a lot of repair work, 10-15 dressing changes per day and home healthcare. Persistent problems with infection requiring antibiotics. In 2003, device explanted. Surgeon told reporter that 90 of 100 grafts he inserted had problems with infection. Reporter told that if device replaced they would use "thinner" graft as opposed to porcelain graft used initially. Reporter continues on restricted activities, unable to work. Reporter is asking for info on the status/history of this device.